Event description:
It was reported the flex deflectable videoscope displayed scope communication errors b30 and e226. The issue occurred during preparation for use prior to a unspecified therapeutic procedure. The intended procedure was completed using a similar device with no delays there were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and the device evaluation results. : a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, the root cause could not be identified. However, it is likely that damage to the image sensor unit (e.g., disconnection) or failure of mounted components (such as the integrated circuit chip, capacitor, etc.) On the electrical board, due to stress from use, external factors, or handling, led to the malfunctions e226 and b30. The event can be prevented by following the instructions for use which state: the inspection method for the suggested event is described in the operation manual "chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.